Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-07116. It was reported that the patient exhibited infection. The implantable cardioverter defibrillator and left ventricle lead were explanted. Patient was stable.